Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing fell apart while priming it. The following information was provided by the initial reporter: "nurse spike bag of normal saline with primary tubing. When she primed the tubing the tubing fell apart. New tubing obtained."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing fell apart during priming could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing fell apart during priming could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing fell apart while priming it. The following information was provided by the initial reporter: "nurse spike bag of normal saline with primary tubing. When she primed the tubing the tubing fell apart. New tubing obtained."